Manufacturer narrative:
The device was returned to physio-control and evaluated in the failure analysis center. The physio failure analysis center technician was able to duplicate the reported power issue. It was observed that the lands on the membrane switch panel from jack connector, designator j5, sockets 3 and 6, are intermittently shorting enough to activate the power switch to on. With this issue, the device will run for approximately 5 minutes and when trying to power off, the short at sc1 causes the device to power back on.  The battery was depleted as a result of the device failure leading to multiple power on cycles.

Manufacturer narrative:
Physio-control has not received the device for evaluation and no response appears forthcoming.  The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device could not be powered on. The battery charge status icon showed zero bars for the battery charge. During device evaluation, physio observed that the device would power on by itself after it was powered off. It would restart until the battery was removed. The device would not power on anymore on the next attempt to turn the device on.  There was no patient use associated with the reported event.